Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors (mcs) instrument to performed failure analysis and the complaint was confirmed. The instrument was analyzed and it exhibited scratch marks/abrasions on the orange plastic/brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension abrasion marks measured roughly 1.6mm x 0.9mm and 1.5mm x 0.5mm. There was any material missing. The complaint was confirmed by failure analysis. The mcs tip cover accessory was not returned for evaluation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted extended totally extraperitoneal repair (etep) incisional hernia surgical procedure, the monopolar curved scissors (mcs) instrument's power protection was worn out. A backup instrument of the same kind was used to complete the procedure with no patient harm. Intuitive surgical inc (isi) followed up with the initial reporter and obtained additional information. The protection above the single-use cover was worn and looked orange. There was no arc or incident as the reporter saw it and the instrument was removed.